Manufacturer narrative:
The device is reported to be available for evaluation, however, it has not yet been received.

Event description:
The event involved a 53 cm (21") add-on 150 ml burette set (clave¿, shut off), vented cap where the customer reported that during use, air entrained into IV giving set. The staff noticed that there was a missing shut off valve which caused 4ml of air being entrained into the giving set whilst being used on a pediatric patient. The issue was noted by the anesthetist before reaching the patient. The product was not contaminated nor did it contain a biohazard or chemotherapeutic agent. There was medication being used with this product. The product was not reprocessed or re-sterilized prior to use. The customer require a response to the event. There was delay in therapy. Harm was not reported as a consequence of this event.

Manufacturer narrative:
The reported complaint of missing the shut off valve could be confirmed from the photo provided. The probable cause is from a vendor error. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.